Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted (B)(6)2006; 694958 lead, implanted (B)(6) 2006; 5076 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that a lead alert was triggered on the cardiac resynchronization therapy defibrillator (crt-d) due to lead noise. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.